Event description:
Squamous cell carcinoma. A literature article was rec'd on 09/12/06 titled: "graft site malignancy following treatment of full-thickness burn with cultured epidermal autografts" (theopold et all, dept of surgery, brigham and women's hosp 2003). This was a case study of a male pt who was involved in a gas explosion, and sustained 95% tbsa. The burned skin was excised down to fascia. The resulting open wounds were covered with allogenic cadaveric skin grafts. The pt was grafted with epicel on the chest, abdomen, face, and upper and lower extremities. The lower extremities had to be grafted up to three times as a result of limited "take" of the grafts. Following discharge from the hosp 6 months after the injury, the pt underwent 21 procedures to debride ulcerated areas and split thickness grafts from the pt's forearm were applied. Thirteen years and 6 months after the burn injury, the pt developed a 3.1x2.0 cm exophytic lesion in his left popliteal fossa that was surrounded by hyperkeratotic skin. There were no palpable regional lymph nodes, a biopsy taken revealed verrucous squamous cell carcinoma extending into the reticular dermis, but not into the subcutaneous fat. MRI (magnetic resonance imaging) indicated that the lesion was confined to the skin and that the regional lymph nodes were 1 cm or smaller. Five months later, the pt developed a 2.5 x 2.7 cm lesion on his left anterior thigh that was excised. Pathology revealed a well differentiated squamous cell carcinoma surrounded by squamous hyperplasia. Two months later, the pt developed two new lesions on the anterior thigh, and a fifth lesion grew just distal to the left fibular head. Pathology, again, showed squamous cell carcinoma. All lesions developed in burnt areas that were covered with epicel grafts in the first 3 months after the burn. At the time of the report, the pt remained under close follow-up without local recurrence or distant metastases.